Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# j0301188v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
The patient reported that their previous implantable neurostimulator (ins) had to be replaced as it malfunctioned after going through airport security and the device had not been turned off. It just stopped working. No symptoms were reported with this event. Relevant medical history included urinary dysfunction/sacral nerve stimulation. No follow-up was required.